Manufacturer narrative:
Additional information: d4 (UDI number), g5 (PMA/510k number), h6 (patient codes, device codes, results and conclusions codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, a mobi-c disassembled from the peek cartridge during insertion.there was no impact to the patient and the surgery was finished with another implant of a smaller height.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint with the result & conclusion of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case during complaint meeting and the recurrence of this type of event for this implant, the cause for the event is a user error due to lack of preparation of the implantation site (surrounding tissues in contact with the implant) and maybe the rotational movements performed. As mentionned in the surgical technique : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly". The investigation found no evidence to indicate device issue. Root cause : user error. Unable to get from facility.

Event description:
Mobi-c p&f us : disassembled. The implant disengaged from inserter, unable to use. Surgeon had to take time to remove and implant new one. No harm to the patient. Delay 20 min many information requests were done and answers were received: the implant disassembled during insertion. Disc space was under distraction. The reporter says that it might be because of surrounding tissues. The reporter is not sure but there might be a rotational move that might have happened. He is also unaware if the same surgical steps were followed between the first and the second implant. Surgeon reprepared implantation site between the first and the second implant. Surgeon put a bigger implant for the second implant.